Event description:
It was reported that during stent graft placement for the treatment of upper gastrointestinal bleeding, the guidewire allegedly stuck within the stent. It was further reported that guidewire was allegedly unable to retract from the stent. Reportedly entire unit was removed from patient and procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the investigation performed in the laboratory it was confirmed that the guidewire was stuck inside the system. During evaluation testing the system could not be fully inserted over a system compatible 0.035" guidewire, and was difficult to remove from the guidewire. The system was flushed, and appropriate introducer sheath was used. Based on the investigation of the provided information, the investigation is confirmed for the reported events 'device-device incompatibility' and the cascading event 'retraction problem'. A definite root cause could not be identified. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding the warnings of the device before its usage, the instructions for use state: 'the sterile packaging and devices should be inspected prior to use. Verify that the packaging and the device are undamaged and that the sterile barrier is intact. If damaged, do not use.' Regarding preparation of the device the instructions for use state that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment'. Regarding accessories the instructions for use states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. The product is indicated for use in the iliac and femoral arteries. H10: d4 (expiry date: 08/2022), g3. H11: h6 (method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 08/2022). Device not returned.

Event description:
It was reported that during stent graft placement for the treatment of upper gastrointestinal bleeding, the guidewire allegedly stuck within the stent. It was further reported that guidewire was allegedly unable to retract from the stent. Reportedly entire unit was removed from patient and procedure was completed with another device. There was no reported patient injury.